Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that,less than one month after the dental implant was placed in patient's mouth in ada 11, an infection had been present. The bone quality was reported to be type ii and the patient's hygiene around the implant was fair. The device will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that,less than one month after the dental implant was placed in patient's mouth in ada 11, an infection had been present. The bone quality was reported to be type ii and the patient's hygiene around the implant was fair. The device will be forwarded to the manufacturer for investigation. There were no reported complications.